Event description:
The following is reported in pss case (B)(4): left failed total hip. Poly wear with intact femoral prosthesis. Revising acetabulum and femoral head. Requesting abg heads 28mm full bank of offsets. Planned date of surgery (B)(6) 2025.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: event confirmation: the event cannot be confirmed other than through the event description. There appears to be a request for abg heads and offsets. The single x-ray provided without medical history does show some osteolysis of the proximal femur but an apparently well-fixed stem via spot welts, there is however a pedestal. Root cause: the root cause of the request for implants cannot be confirmed without additional information thus the root cause cannot be attributed. However, based on the x-ray the assumption would be that the revision is for osteolysis. Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that revision surgery was planned for poly wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.